Event description:
The customer states that the archtect c8000 analyzer generated erratic ict module results on the night shift. The initial results were reported from the lab and questioned by the ER physician. The sample was retested and corrected results reported. In this instance, the initial results were: potassium = 3.2 mmol/l, and sodium = 115 mmol/l. The sample retested at: potassium = 3.9 mmol/l, and sodium = 135 mmol/l. Controls have been within specifications. There is no impact to pt management reported.

Manufacturer narrative:
The abbott customer technical advocate and the customer discussed the incident and both feel that an obstructed ict probe is the most likely cause of this issue. The event occurred on only one run and does not seem to be occurring any longer. The customer required no further assistance. The customer's issue is addressed in the abbott architect system operations manual, june 2007: erratic results, poor precision - ict results (c system). This problem may be observed on an architect c system. Probable cause: sample contains fibrin clots or particulate matter. Corrective action: examine samples for fibrin or other large particles. Remove fibrin clots with a clean applicator stick or centrifuge samples. This is a final report.